Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch select meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on april 2, 2012 (time unknown). According to the csr's documentation, on an unspecified date/time the patient reportedly obtained two unspecified blood glucose readings with the subject meter, performed within 20 minutes of each other. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr's documentation, in response to the reported meter issue, the patient administered her usual normal dose of oral medication and subsequently, three to four hours later, the patient developed symptoms of shaking hand and sweating. At the onset of her symptoms, the patient reportedly obtained a blood glucose reading of "65mg/dl" with an unspecified meter. According to the csr's documentation, the patient reportedly administered self-treatment; however, the type of treatment is unclear. At the time of troubleshooting, the csr noted the patient was not using the proper testing technique per owner¿s booklet recommendation. The csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Although the patient¿s alleged inaccurate erratic blood glucose results (with the subject meter) are not known and it was noted during troubleshooting that the patient was not using the proper testing technique (per owner¿s manual recommendation), this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.